Event description:
It was reported customer was experiencing high blood glucose. Customer stated she was partially blind and was unable to see anything on the display. Customer stated she was going to call back when grand son was there to perform troubleshooting on the device. Customer was advised to do a set change. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.